Event description:
It was reported that during an unspecified spinal surgery the screwdriver broke while backing the screw out. There were no fragments of the instrument remaining in the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
Additional information: product was returned. The first ¿2.5mm of the inner shaft is sheared off. This is the part of the driver that interfaces with the screw head. The damage appears to be the result of overload. The shaft appears to have been heat treated correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.